Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient and his wife were on a walk when his cgm displayed 50 mg/dl. He experienced extreme pain in his legs and reported that when he experiences pain, is glucose levels usually decrease. As they were not at home, the patient did not have his glucometer with him to check a bg. He self-treated the cgm value of 50 mg/dl with chocolate milk and egg rolls. After ingesting the food, the cgm value remained in the 50s mg/dl. A police officer noticed the couple, stopped, spoke with the patient and took him (and his wife) to the emergency department (ed) for evaluation. Upon arrival at the ed, the patient¿s cgm displayed 43 mg/dl but his bg was 221 mg/dl. He was treated with 4 units of humalog and released from the ed an hour later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.